Event description:
On 24-jul-2025, customer support received an email report from a clinical diabetes specialist (cds) regarding a hypoglycemic event that required hospitalization. The user was provided rescue glucose and transported the user to the emergency room by a caregiver.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A supplemental report will be submitted when investigation is completed.